Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h2. H3, h6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the upper display was damaged and has 3 black dead space spots, the machine can be turned on. At this time, the customer has not confirmed po from getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) upper display screen has 3 large black circles at the bottom left edge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.